Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction. Reportedly, the pump battery depleted due to insufficient battery power, upon powering the pump back on, the malfunction had been cleared. Subsequently, despite multiple attempts with different usb cables and wall adapters the pump would not initiate charging. Customer had elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer addressed elevated bg levels with manual injections. Customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified; however, the alleged malfunction issue was unable to be verified due to the battery issue.